Event description:
On removal of sheath from the patient, it was noticed that part of the radiopaque tip was missing. No further action taken.

Manufacturer narrative:
The product is available, but has not been received as of the initial report. Additional information will be submitted within 30 days of receipt.